Event description:
Reportable based on device analysis completed on 10oct2018. It was reported that shaft kink occurred. The target lesion was located in a coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, it was noticed that the delivery shaft was kinked. The procedure was completed with a different device. No patient complications were reported and the patient status was fine. However, returned device analysis revealed hypotube break.   Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 78.7cm from the hub. There are multiple kinks on the hypotube. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and on the balloon folds. The balloon is loose. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there are kinks on the hypotube and the separation appears to be kinked prior to separating.